Event description:
It was reported that the customer has noted damaged pcu power cords, some observed with exposed wires and power cord "bunching up". This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.